Manufacturer narrative:
All information provided by manufacturer, and (B)(4). (B)(4).

Event description:
It was reported that an asymptomatic patient presented for lead revision for high pacing lead impedance and high threshold. Insulation anomaly was also noted. The lead was capped and replaced. Patient condition after procedure was good.

Manufacturer narrative:
(B)(6).

Event description:
Additional information received also noted lead fracture prior to capping the lead.